Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-06841; 2134265-2013-07175. (B)(4). It was reported that in-stent restenosis, plaque shifting and angina occurred. In (B)(6) 2012, the subject presented due to unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion # 1 was an in-stent restenosis (isr) of previously placed unknown stent located in the mid left anterior descending (lad) artery with 80% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilation and direct placement of a 2.75 mm x 38 mm and 2.75 x 16 mm pe plus stents in overlapping manner. Following post dilatation, residual stenosis was 0%. One day post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The subject was noted to have 75% in-stent restenosis of previously placed study stents in mid left anterior descending (lad) artery. The subject was treated with percutaneous coronary intervention by using 2.75mm quantum balloon, with less then 20% residual stenosis,however, distally, there was a disruption, probably a plaque shift of scar tissue shift noted which was treated with same balloon, following 0% residual stenosis along with excellent flow. Three days post procedure the event was considered resolved and the subject was discharged on aspirin and clopidogrel.